Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the narcotic tablet was stuck on the drawer 4.1, the tablet was seen on the top of the cubie while the drawer was closing. The customer stated that this malfunction caused a delay in dispensing medication to patients, since nurses had to get the medications from the pharmacy. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the narcotic tablet was stuck on the drawer 4.1 fascia. A field service engineer (fse) arrived to find the station up and running with all drawers closed. The fse opened the drawer using the storage space configuration during troubleshooting. The fse found a tablet lodged in the fascia of the drawer. The customer was able to retrieve the lost narcotic tablet and return it to their inventory. The system functioned as intended after the field service engineer repaired the device.